Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by the hospital to have been discarded. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after an initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. In this case, edwards learned that the reason for the explant was related to technical issue and not a malfunction of the device and it was identified. Without additional information and device return for evaluation the root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic bioprosthetic valve, implanted four (4) days, was explanted due to paravalvular leakage caused by a technical issue. The device was replaced with a 21mm aortic bioprosthetic valve with no adverse patient effects reported as a result of the valve replacement.